Manufacturer narrative:
The device was returned for a symptom of skin irritation. The exact cause of the irritation could not be determined. A bend was noted on the exposed portion of the soft cannula. It is unclear when the bend occurred. No other defects or deficiencies were found during the investigation. An 0x6a alarm code was generated in the downloaded data. This code correlates to an occlusion during operation. Although a bend was found in the soft cannula, fluid was able to pass through the distal tip and no occlusion was present at the time of investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The device was returned for a symptom of skin irritation. The exact cause of the irritation could not be determined. A bend was noted on the exposed portion of the soft cannula. It is unclear when the bend occurred. No other defects or deficiencies were found during the investigation. An 0x6a alarm code was generated in the downloaded data. This code correlates to an occlusion during operation. Although a bend was found in the soft cannula, fluid was able to pass through the distal tip and no occlusion was present at the time of investigation. Patient reported high bg reaching in the 400 mg/dl range.